Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2010 and mesh was implanted during which the surgeon noted he performed extensive lysis of adhesions for greater than two hours to take down all the small bowel that had adhered to the abdominal wall and repaired serosal tears in three areas. It was reported that the patient underwent an incision and drainage procedure of an abscess on (B)(6) 2020 during which the surgeon noted a moderate amount of fluid was drained from the right upper quadrant. It was reported that the patient underwent partial removal surgery on (B)(6) 2020 during which the surgeon noted upon entry to the abdomen, he encountered an extremely thick rind of scar tissue and old mesh and performed extensive lysis of adhesions for over 3 hours to take down extremely dense adhesions between the small bowel, two pieces of mesh, the proximal transverse colon with colocutaneous fistula and the abdominal wall. He removed two pieces of mesh with pus in between the layers and repaired several unavoidable serosal tears and enterotomies. Due to the severity of the enterocutaneous fistula and the colocutaneous fistula, he had to resect the proximal transverse colon and two segments of small bowel with fistula formation and enterotomies. It was reported that the patient experienced intraabdominal abscess, infection, sepsis and a compromised immune system. It was reported that the multiple recurrent intestinal fistula and abscess necessitated the placement of a central venous catheter to receive total parenteral nutrition and eventually contributed to his death. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/13/2022 . A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.